Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level began ro rise for two hours and a cartridge alarm 19 occurred. Subsequently, the pump stopped all insulin delivery. The customer's blood glucose level was reported to be in the 200s range (mg/dl). The customer changed the cartridge and delivered a bolus.